Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closing of the lobe artery on a thoracoscopic lobectomy, the surgeon was able to press the green button but was not able to squeeze the handle and the stapler was not able to fire. They used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.